Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that valve was underdrained.

Manufacturer narrative:
Investigation: visual inspection scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. The prosa valve housing was subsequently measured and indicated a presence of a deformation. The housing deformation measured at -0.047 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test a permeability test has indicated that the prosa valve has a blockage. Adjustment test the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the prosa was not permeable, the computer controlled test is not possible. Results first, we performed a visual inspection of the prosa valve. No significant deformations or damage of the valve were detected during the visual inspection. However, the measuring of plane parallelity indicated a deformation of the outer housing. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The prosa valve was not permeable, but met all other specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the prosa valve was operating in an under-drainage state at the time of our investigation, since the valve was not permeable. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the prosa valve and the resultant defect of the rotor could not be determined through our investigation. Significant outside pressure, for example by too much force from the prosa adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.